Event description:
The customer reported the loudspeaker on their intellivue multi measurement server x2 is out of order. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.